Event description:
It was reported that for the thyroidectomy procedure, the tube was positioned by the anesthesiologist and visually checked using a g lidescope. The tube did not respond to the tap test. Anesthesiologist checked the positioning visually a second time, and still, there was no response during the tap test. The device was being used for the first time, and there was no noticeable damage to the package or emg tube when opened. A new 8mm trivantage tube was opened and used on the patient, and everything was then fine. There was no patient impact associated with the event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.